Manufacturer narrative:
Result: scale assembly malfunction.

Event description:
It was reported by svc report that the scale display was not functioning. It is unk if there was pt involvement or adverse consequences to report.